Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was flickering. A root cause could not be identified. Based on the results of the investigation, since the reported malfunctions were not confirmed, consequently, a root cause could not be established. However, the additional malfunction identified during evaluation was due to fluid inside the scope connector plug and its most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was unable to take any pictures and would sometimes display an e216 error message. The reported issue occurred during set up and there were no reports of patient harm.